Event description:
A pasv port was placed for therapeutic purposes. It was reported a few days later that the catheter fractured inside of the pt at the right internal jugular. The fragment was easily removed with forceps and the port was replaced.